Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record confirmed the device was manufactured and shipped in accordance with the manufacturing specifications. Based on the information provided for the investigation, the probably cause of the reported event was most likely attributable to wrong handling where the distal end of the loop was brought into contact with a conductive material or in its immediate vicinity, resulting in a sparkover. In such a case, a high current flow was concentrated on a single point of the loop wire. The high current had the potential to generate so much current in that short time, that the material melted immediately and then solidified again. Based on the instructions for use (IFU), two additional cautions have been communicated through the leaflet: caution 1: "caution risk of injury to the patient contact between the hf-resection electrode and metal parts, such as other endoscopic equipment, implants or stents can result in sparkover between the hf-resection electrode and the metal part. Always keep a distance of at least 10 mm between the hf-resection electrode and metal parts." Caution 2: "caution risk of injury to the patient use extreme caution when using electrosurgery in close proximity to or in direct contact with any metal objects. Do not activate the hf-resection electrode while any portion of the hf-resection electrode tip is in contact with another metal object. This can cause uncontrolled heating of the hf-resection electrode and may result in damage and breakage to the hf-resection electrode tip. If excessive heating or physical forces cause damage to the hf-resection electrode tip, broken device fragments may remain in the body, possibly requiring additional surgery for removal." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic resection of myoma, three electrodes of the high frequency resection electrode device ruptured/broke. Reportedly, the electrodes failed from the beginning of the procedure, causing a delay of a few minutes while the patient was sedated. The intended procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to (B)(4).